Event description:
Complainant alleged that during biomed testing, the device failed self test for pacer function. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll netherlands for evaluation. The customer's report was observed and attributed to the defib to monitor flex cable being slightly misaligned from the monitor board connector. The connection was realigned and secured to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.